Event description:
It was reported that bd nano¿ 2nd gen pen needle experienced an unspecified number of case of insufficient patient end cannula length, and the cannula patient end being too long. The following information was provided by the initial reporter: consumer reported inconsistent patient end needle length.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-may-2022. H6: investigation summary customer returned a total of 10 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were returned for lot identification. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured as well as their lengths. The results of these measurements are featured below: 1. 0.0093 in diameter, 0.163 in length. 2. 0.0094 in diameter, 0.166 in length. 3. 0.0093 in diameter, 0.157 in length. 4. 0.0093 in diameter, 0.167 in length. 5. 0.0093 in diameter, 0.166 in length. 6. 0.0093 in diameter, 0.165 in length. 7. 0.0094 in diameter, 0.163 in length. 8. 0.0093 in diameter, 0.157 in length. 9. 0.0093 in diameter, 0.158 in length. 10. 0.0092 in diameter, 0.160 in length. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). Additionally, all of the pen needles were measured and found to have 4mm cannulas as intended. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed and all functioned as intended. The needles were within specifications and did not feature any dullness or burrs that could result in patient harm. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of discrepancies in the cannula length of the patient end. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd nano¿ 2nd gen pen needle experienced an unspecified number of case of insufficient patient end cannula length, and the cannula patient end being too long. The following information was provided by the initial reporter: consumer reported inconsistent patient end needle length.